Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the clinical study that this patient experienced an "ischemic embolism" resulting in speech deficit. A CT scan was performed but results were not provided and the patient was reported to be on anticoagulation. No further information was provided.

Manufacturer narrative:
Additional information received indicated that the location of the ischemic embolism was iin the left hemisphere, parietal lobe, confirmed by CT head scan. The patient was on warfarin and aspirin. Stroke is a known potential complication associated with all patients implanted with vads. In addition this patient was recently diagnosed with dvt which may have potentially contributed to the reported event. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed to the reported event are multifactorial and may be attributed to , the patient's recent diagnosis of dvt, medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.